Event description:
It was reported that the surgeon inserted a competitor's lens using the foam tip plunger and plunger overrode and cut off the haptic during insertion. Sutures were required to close the wound. The reporter stated the incident was due to a loading error.